Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button failure) was confirmed. Upon evaluation, the rear response button cable was partially detached from the j1005 connector on the computer / analog board. The cause of the detached cable cannot be positively identified. No adverse event resulted from the defective response button.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.